Event description:
The reporter states that she obtained the blood glucose comparisons with results 256mg/dl, 156mg/dl and 351mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No actions taken or treatment given. No adverse event reported. New system sent to customer and return requested.